Event description:
Pt in acute renal failure secondary to mi (s/p egd) and recurrent gastric ulcer with prolonged hypoperfusion from bleeding with anticipated re-bleed. Dialysis catheter placed in right sub-clavian vein for hemodialysis access. Dyspnea with decreased breath sounds on right noted immediately. Needle placed with no return of air. Chest tube inserted with return of 500ml blood immediately. Pt intubated because of apnea with loss of pulses. Dnr order already in place, so no compressions were performed. Pt died.